Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the colon during a colonoscopy procedure performed on an unknown date. During the procedure, the clip got stuck at the end of the scope and did not smoothly deploy. The clip was unable to release from catheter. There were no patient complications reported as a result of this event. Additional information received on march 10, 2025 the procedure was performed on (B)(6) 2025. It was reported that the clip got stuck at the end of the scope. The procedure was completed with another of the same device.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from catheter. Block h11: (additional information) blocks b3 (date of event), and b5 have been updated based on the additional information received on march 10, 2025.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the colon during a colonoscopy procedure performed on an unknown date. During the procedure, the clip got stuck at the end of the scope and did not smoothly deploy. The clip was unable to release from catheter. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in december 2024. Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from catheter.